Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 200 mcg/day) via an implantable infusion pump. It was reported that hcp was having difficulty getting the patient to an adequate dose for spasticity control. It was noted that the patient was receiving 1 ,100 mcg/day without significant spasticity relief; when the dose was decreased to 200 mcg there was no significant spasticity increase. A dye study was performed and no leaks were seen; there was good cerebrospinal fluid. The pocket was opened and tissue was found growing around the sutureless connector. The connector was revised and the patient appeared to be doing better.